Event description:
It was reported that post implant of a realize adjustable band, the patient had no restrictions. (B)(6) 2010 the patient had an adjustment and soon after experienced no restriction. The port was replaced in (B)(6), 2010 and restriction was not achieved. The band was removed on (B)(6), 2010 and was noticed to have a hole close to where the band adheres to the buckle, right at the point where the reinforcements were made to the band. A new band and port were placed. There was no reported patient complication.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn one band/balloon with 11.5 cm of catheter was returned for analysis. Per visual observation, the band/balloon was returned damaged. A tear was observed at the buckle on the edge top. A hole was observed under the buckle on the balloon at the limit of the adhesive, near close end at 0.2 cm from the catheter connection. As result of the visual inspection, the leak test was not performed. Balloon leakage is a recognized event with gastric banding. A lot number for the band component was not provided, therefore it was not possible to review the manufacturing records associated with this batch. However, it is noted that all band are 100% leak tested prior to lot release, therefore a manufacturing issues is unlikely to have been root cause of this failure. Instructions for use also require that a pre-op- leak test be performed prior to implantation of the band. Probable root cause may be assigned to manipulation of the band with sharp instrument on implantation which may have propagated overtime resulting in the observed loss of restriction. This cannot be confirmed but is a potential cause.